Manufacturer narrative:
Patient weight is not available for reporting. Device is an instrument and is not implanted / explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Device history records review for part #03.037.028, lot #-9345766 was completed. Manufacturing location: (B)(4), manufacturing date: may 08, 2015. No anomalies were detected during device history record review. No non conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2016, patient underwent initial right-hip fracture surgery. During the surgery, the surgeon had trouble tightening the locking sleeve of the 9mm/130 deg ti cann tfna 170mm-sterile device with the 5mm hex flexible screwdriver. The handle of the screwdriver started to bend, and eventually broke off in the hand of the surgeon as he was taking the screwdriver out of the nail. The handle broke cleanly off in two pieces with no fragmentation from the device. This occurred as the surgeon was finishing up surgery. No broken pieces or fragments went into the patient. The screwdriver looked and worked fine during the surgery. The procedure was completed successfully with no reports of delay or medical intervention. The patient's post-operative status was noted to be stable. Concomitant device reported: 9mm/130 deg ti cann tfna 170mm-sterile, part # 04.037.942s, lot # h117329. Quantity (1). This report is for one (1) 5mm hex flexible screwdriver. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. Additional narrative: a product development investigation was performed for the flexible screwdriver (part number 03.037.028, lot number 9345766). The subject device was returned with the complaint condition stating the screwdriver was returned broken at the most proximal flexible segment. The balance of the device shows some wear and tear. The complaint is confirmed. A visual inspection, device history record (DHR) review, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. No product design issues or discrepancies were observed. A product drawing was reviewed. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. A device history review was performed for the returned instruments¿ lot numbers and in each instance no non-conformance records (ncrs) or complaint-related issues were identified with the lots numbers which may have contributed to the complaint condition. The investigation was unable to determine a definitive root cause; however, the complaint condition was most likely caused by overtorquing of the device. It is not likely that the design of the device contributed to this complaint if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.